Event description:
The patient experienced tachycardia during generator replacement surgery. The patient's generator was replaced and when stimulation was turned on the tachycardia occurred. The output was set to 0 ma and the tachycardia resolved. The surgeon reduced the output current from 1.5 ma to 0.75 ma and tachycardia was not seen again. The patient has no history of cardiac problems. Device history records were reviewed and the device was confirmed to be sterilized and had no nonconformities prior to distribution. No other relevant information has been received to date.